Event description:
The customer used the device to check their blood glucose and obtained a result of 400mg/dl. Cusotmer had hypoglycemic symptoms and then took insulin due to the device result. Customer retested at lunch and the result was in the 300's mg/dl. Customer still had hypoglycemic symptoms and took add'l insulin. Customer ate something and went unconscious. Emt's were called and their meter read in the 40's mg/dl and then they used the customer's device, which read in the 300's mg/dl. Customer was treated with a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for eval.